Event description:
Rptr's left implant has ruptured. She is experiencing burning, pain, change in physical appearance of breast, joint pain, headaches, unexplained rash for some time. Implant dr has been informed of her problems.